Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. From visual inspection, it is shown the screw's distal end is broken off, confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. A root cause of this complaint could be the hard bone reported by the doctor or off axis insertion. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a btb anterior cruciate ligament (acl) repair surgical procedure, it was observed that the tip of the customer's milagro screw, 8 x 23mm, broke upon insertion. The surgeon completely removed the broken anchor and completed the procedure with another same type, same size anchor in the same bonehole. The sales rep reported that there was no delay in the procedure. The surgeon prepped the bonehole using the mitek pathmaker and the milagro 7-8mm tap. The surgeon prepared a 10mm tunnel and the sales rep reported that the bone quality was hard. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.